Event description:
Reporter stated that patient received the following results on the mobile system within 3 minutes: 160 mg/dl, hi (result over 600 mg/dl), 334 mg/dl, and 340 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.